Event description:
It was reported that intermittent battery issues were experienced. The battery gauge was fluctuating. Also, reportedly intermittent power source alerts were received after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. The customer kept the pump plugged in for 30 minutes in the same power source, using the same usb cable and power adapter, and reported that the alert had not reoccurred after charging the pump. The customer¿s blood glucose was 182 (mg/dl).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. The customer kept the pump plugged in for 30 minutes in the same power source, using the same usb cable and power adapter, and reported that the alert had not reoccurred after charging the pump. The customer¿s blood glucose was 182 (mg/dl).